Manufacturer narrative:
Additional information has been received that the shock impedances have not been out of range. There was an alert from a remote monitoring system that showed low shock impedances but the patient's nurse and physician have reviewed the data and found no out of range measurements. No adverse patient effects were reported. This right ventricular (rv) lead will continue to be monitored.

Manufacturer narrative:
Additional information and resolution to this issue has been requested. This report will be updated when further information has been received.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low shock impedance measurements. No adverse patient effects have been reported.